Event description:
It was reported that the insulin gauge was inaccurate. No information was provided regarding impact to the customer¿s blood glucose level. Customer requested troubleshooting support and evaluation of possible device issue, and technical support attempted follow-up by phone but was unable to reach customer and left a voicemail; no additional information was received regarding the outcome of the event.